Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by cloudy pd fluid. The cause of the peritonitis was unknown. The same day as event onset, the patient was hospitalized for the event. On an unreported date the patient began treatment with injection amikacin (125 mg, ongoing, route and frequency not reported) for peritonitis. The patient was discharged from the hospital five days after admission. Action taken with dianeal and extraneal therapies was not reported. The patient was recovered from this peritonitis event. No additional information is available.